Event description:
It was reported that as lvp 20d 3ss cv had blood run through it. The following information was provided by the initial reporter: material #: 2426-0007; batch #: 20085891. It was reported that the tubing was backed up to the main IV and the nurse ran blood through the IV pump. Verbatim: this is the tubing that backed up to the main IV . Unable to sequester the tubing since it was discarded by the nurse . Per the night shift they were running the blood through the IV pump.

Manufacturer narrative:
H.6. Investigation: 2 pictures were returned by the customer. It was reported that the tubing was backed up to the main IV and the nurse ran blood through the IV pump. Through observation of the pictures, the complaint can be verified. A device history record review for model 2426-0007 lot number 20085891 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - back flow with lot #20085891 regarding item #2426-0007. The root cause of this failure was not identified due to no product being returned. H3 other text : see h.10.

Manufacturer narrative:
The following fields were updated due to additional information: b.3. Date of event: (B)(6) 2020.

Event description:
It was reported that as lvp 20d 3ss cv had blood run through it. The following information was provided by the initial reporter: material #: 2426-0007 batch #: 20085891. It was reported that the tubing was backed up to the main IV and the nurse ran blood through the IV pump. Verbatim: this is the tubing that backed up to the main IV . Unable to sequester the tubing since it was discarded by the nurse . Per the night shift they were running the blood through the IV pump.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d 3ss cv had blood run through it. The following information was provided by the initial reporter: material #: 2426-0007, batch #: 20085891. It was reported that the tubing was backed up to the main IV and the nurse ran blood through the IV pump. Verbatim: this is the tubing that backed up to the main IV. Unable to sequester the tubing since it was discarded by the nurse . Per the night shift they were running the blood through the IV pump.